Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and there was blood in/on the helix/lobe mechanism (sleeve head). It was noted that there was blood/body fluid on the distal conductor (not obstructed), the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the tip seal was observed to be out of position and the lead appeared damaged at implant.

Event description:
It was reported that after two repositioning attempts during the implant procedure, the helix would not extend with more than twenty-five rotations. It was also reported that the helix "popped out"once the lead was removed from the patient. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that after two repositioning attempts during the implant procedure, the helix would not extend with more than twenty-five rotations. It was also reported that the helix "popped out" once the lead was removed from the patient. The lead was removed and replaced. No patient complications have been reported as a result of this event. It was also reported that the doctor was not satisfied with the r-wave measurements upon the first positioning attempt.